Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08758. It was reported that the asymptomatic patient presented in clinic for a routine generator implant procedure. During the procedure, the physician was unable to position the right ventricular lead to yield acceptable sensing and capture. The physician elected to place this lead in the atrium instead, but the lead was unable to acquire any signals there as well. The procedure was completed on (B)(6) 2020 using a different lead that was able to sense. The patient returned to clinic on (B)(6) 2020. Upon interrogation, it was found that the newly implanted atrial lead failed to capture. Fluoroscopy performed on (B)(6) 2020 confirmed that the newly implanted lead had dislodged. The dislodged lead was explanted and replaced with a new ventricular lead during this procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.